Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay-user/patient's spouse contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch verioflex meter read inaccurately high compared to another device (onetouch ultraeasy) and compared to his feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the reporter. It is not known when the alleged meter inaccuracy issue began. The reporter claimed that on one occasion (date and time unspecified) the developed symptoms of "sweating, shaking and weakness"; symptoms he associated with low blood glucose. In response to the symptoms, the reporter claimed the patient tested his blood glucose and obtained what he felt was an inaccurate high reading of "70 mg/dl" with the subject meter which he compared to a reading of "50 mg/dl" on the other device. The tests were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The reporter claimed the patient treated himself with sugar in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr documented that an approved sample site was used for testing and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell within the specified control solution range. Product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event while using the product. The alleged inaccuracy issue could not be ruled out as a cause or contributor to the event.